Event description:
It was reported that the device experienced a power-on-reset. The parameters were changed and the device data was "wiped out." The patient was undergoing radiation treatment. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated the device recorded four critical ram parity error pors between (B) (6) and (B) (6) 2010.